Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 600 mg/dl. The customer did not want to troubleshoot. The customer felt that the insulin pump was not working, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.